Event description:
During test, the charge button was pressed and device showed defib disarm.

Manufacturer narrative:
A follow-up report will be submitted after welch allyn's engineering dept has finished the evaluation of the device.